Event description:
It was reported that an ilet system displayed a low alert overnight, then the device appeared powered off until it was placed on a charger, after which the screen turned on. Data review showed a less-than-meal announcement before bedtime for a snack with unspecified carbohydrate amount, followed by a gradual blood glucose decrease overnight, and on reconnection the sensor showed 96 mg/dl trending upward. Symptoms included hypoglycemia with a nadir of 67 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to announcing an incorrect size meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.